Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-34437. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular and left ventricular leads exhibited high capture thresholds and decreased sensing. The leads were explanted and replaced. The patient was in stable condition.